Event description:
The customer reported cracks on the casing and moisture damage. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had broken battery tube threads.